Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2016 (10 days ago), the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and route not reported) for the peritonitis. It was not reported if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.